Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a synovectomy of an artificial joint the vapr coolpulse90 electrode split in two. The fragments were removed from the patient's body by imaging. As per the affiliate this was the first time the device was been used. Also, there was a surgical delay of more than 30 minutes. No patient consequence was reported. Additional information provided by the affiliate reported that the surgeon did not believe the vapr touched the implant and he was able to confirm fragments were not left in the patient via imaging. Additional information could not be provided.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received from affiliate reported the artificial joint mentioned in the event description was an artificial joint for the knee. The affiliate additionally reported the electrode plate was split into two and the device pieces returned for evaluation are what was returned. The affiliate could not provide additional details.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation confirms that the active tip is damaged, with the proximal end of the tip missing. However, three sections of the active tip have been returned. The total volume of these three sections combined does not look like the complete missing section of the active tip. Signs of damage/distortion is evident on the shaft. No obvious visible damage on the device handle, cable and plug. The suction tube of the device shows signs of use, with evidence of dried saline within. However, no debris or obvious blockage is visible. Electrical and functional tests were not able to be completed due to device damage. The device was sent to the manufacturer for further evaluation and the following was reported: the customer reported tip defect has been confirmed. From our investigation we think the likely cause of the fractured tip to have been caused by either excessive force applied to the tip during use or a defective tip component. We haven't seen this type of tip failure before on any other returned complaint electrode whereby the active tip has fractured into more than two pieces during use. As the initial investigation was inconclusive in an effort to understand the issue better and to determine root cause, further information was requested relating to the procedure, artificial joint, tip breakage and the missing sections. Unfortunately this information has not become available at this time. It cannot be concluded as to what definitely caused the failure at this point, but is likely as a result of either a defective component, or unwanted excessive force applied to the active tip during use. The fact that the procedure was conducted on an artificial joint may also have had an impact on the failure. However, a synovectomy should only be on surrounding tissues thus should not be a factor, but cannot be excluded. Further information will be required to identify true root cause. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(6).